Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. Visual observation reveals the laser markings are slightly faded and the devices appear worn. From the appearance of the devices, it can be determined that these devices are old and possibly seen heavy use. This type of failure is typical of excessive abuse of the device and therefore can be attributed to user issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) ¿ incomplete depuy synthes has been informed that the lot number is not available. See associated medwatch: 1221934-2017-10723, 1221934-2017-10721, 1221934-2017-10720, 1221934-2017-10719, 1221934-2017-10709, 1221934-2017-10718.

Event description:
It was reported that the reamers are dull. Based on the information from synergy form, the problem occurred during use on patient there was no piece of the device that broke and fell inside the patient. Same like product was used to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. An initial medwatch was filed for this event in error. The reported device failure is not likely to result in patient harm or the need for additional medical or surgical intervention. The reported issue is immediately detectable and would be unlikely to result in impact to the patient. The reported issue has not resulted in a serious injury in the past for this type of device. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported that the reamers are dull. Based on the information from synergy form the problem occurred during use on patient there was no piece of the device that broke and fell inside the patient. Same like product was used to complete the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.